Manufacturer narrative:
The probable root cause of the error u02 attributed to loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did replicate but not confirm the customer complaint "activation has been interrupted due to an error u02". Logs showed u02 errors. Functional testing was performed using the system platform, and the iesu powered on and successfully cauterized across all ports and instrument without issue. A review of the internal logs also revealed error c00 and m0b.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the activation was interrupted due to an error - u-02. System logs not populating. Site power cycled erbe with no change. Technical support engineer (tse) walked caller through 2 min hard power cycle of erbe with no change. Tse suggested to swap vsc or force triad which caller stated they were bouncing between rooms and will likely not be able to do that. Field service engineer (fse) to follow up. The procedure was completed as planned with no reported injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.